Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power and review the alarm log. The hc alarmed with a system error 2240 alarm prior to the system error 2367. The hp stated they had this alarm with the previous hc machine (see 1423500-2011-16649). The tsr reviewed proper setup with the hp. The tsr advised the hp to start over with new supplies. The hp was contacted on (B)(6) 2011. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.